Manufacturer narrative:
The device will not be returned for evaluation because it was discarded by the hospital. Through follow up with the health care provider, it was learned this device was explanted due to a paravalvular leak and not due to a malfunction of the device. The surgeon indicated that this event was not device related. A paravalvular leak is described as a leak outside the valve, not going through the leaflets, and represents regurgitant flow between the sewing ring and the aortic wall. If hemodynamically significant, this will require replacement of the heart valve. There are several contributing factors to a paravalvular leak, including but not limited to, insufficient debridement of calcified tissue, surgical technique, and patient factors (fragile tissue). In this case, there is insufficient information to confirm the clinical statements made by the health care provider.

Event description:
Edwards received information through its (B)(6) implant patient registry that a 21mm pericardial valve, implanted for fifteen (15) days, was explanted and replaced with a 19mm pericardial valve. There is no information regarding reason for explant.

Manufacturer narrative:
There is no information available regarding device return, patient health or description of the device at time of explant. No explanation has been provided regarding why this device was explanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Early replacement of a bioprosthetic valve is more likely due to regurgitation caused by technical or patient related issues. In this case, information regarding this valve explant was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device or the event surrounding the explant were unsuccessful; therefore, the root cause for explant of this device remains indeterminable.